Manufacturer narrative:
The event reported is that the transformer started to burn and then shut down. Reference the photos provided there is scorch mark on the underside of the device. (B)(4) has requested the return of the device for further investigation. There has been no report of injury to patient or user. Reported in the abundance of caution.

Event description:
The transformer burned and shut down when operation. No health injury occurred with this event.

Manufacturer narrative:
Keymed requested that subject device was returned. Product not received by keymed for further investigation. Investigator assigned to the case has evaluated the event on information provided and has surmised that the fault could have occurred due to overheating at fuseholder / connecting wire / or spade terminal region. Cause is indeterminable. This will be the final follow up report. However, if the product is received or new information is provided we will re-open the potential adverse event.